Manufacturer narrative:
Concomitant product UDI for reservoir is(B)(4). Concomitant product UDI for cxr is(B)(4). Upon receipt at our quality assurance laboratory, the returned pump from this inflatable penile prosthesis (ipp) was visually evaluated. Under microscope observation, contamination (bodily fluid) was found within the pump. The pump tubing was cut down to the pump block; therefore, the tubing was not returned for analysis. The pump passed the leakage test. Due to the presence of contamination and the absence of the pump tubing, the allegations of a mechanical issue and a hole/perforation in the tubing could not be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a fracture was identified in the pump connecting tube. The pump was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a fracture was identified in the pump connecting tube. The pump was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cxr is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.